Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made. No further issues have been reported. The patient was doing fine.

Event description:
New information received notes that when the asymptomatic patient presented remotely through merlin.net transmission, post-paced t-wave oversensing on the ventricular channel was observed again. Further programming changes were discussed.

Event description:
New information received notes that the programming changes were made. Patient is fine and will continue to follow-up on merlin.net.